Event description:
It was reported there was a handle leak two hrs into the procedure.

Manufacturer narrative:
We are awaiting device return. When our investigation has been completed a f/u report will be submitted. (B)(4).